Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the incident. There was no adverse impact on the customer¿s blood glucose level. The customer received assistance to reset the pump, and the malfunction code did not recur afterward. The caller chose not to resume deliveries during the call and was instructed to contact technical support if further assistance was needed. No further action was required from technical support as the caller understood the instructions provided.